Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 180 mg/dl. The customer was unable to troubleshoot with tandem technical support (cts) to determine a possible cause of the occlusion as they had changed out the pump supplies prior to contacting cts. After the supply change, insulin delivery was successfully resumed.